Manufacturer narrative:
This male patient with a history of djd had a rt bhr tha performed in june 2012. Two months later he was seen in the ER with a hip injury while getting out of a car. X-rays were obtained and revealed ¿prosthesis in perfect position with no sign of loosening, no sign of osteolysis, and no sign of peri-prosthetic fracture or other abnormality.¿ the pt never achieved a satisfactory outcome and continued to complain of rt hip pain for several months. A workup of the hip was negative for infection, loosening or other complications. The physician was concerned about a possible metal reaction and the patient was placed on steroids; he indicated the pt¿s rt hip pain and x-ray out of proportion to his physical findings. The pt was sent for evaluation to rule out metal allergies; he has no metal allergies and he has got no constitutional symptoms whatsoever. The pt was then offered CT guided aspiration of the rt hip, to which he refused, and insisted on a revision surgery. Operative findings at revision showed no metallosis in the tissues and all components appeared normal. Post-operative x-rays showed components with proper anatomic alignment. He did well post operatively until september of 2013 when he again developed pain in his rt hip. A CT scan revealed a somewhat retroverted acetabular component with mild to moderate protrusion of the anterior lip of the acetabular component from the anterior column of bone that is irritating his iliopsoas tendon, as well as a screw that has gone long through the inner table of the ilium that is also irritating the iliopsoas. A second revision with head liner exchange and acetabular screw removal was performed. Intraoperatively, there was no suspicious looking material observed. Three cultures were sent. No laboratory metal ion reports were found in the medical records provided. There are no records following this surgery in order to effectively evaluate the outcome of this second revision.

Manufacturer narrative:
UDI-di: (B)(4).

Event description:
It was reported that right hip revision surgery of the cup, head and sleeve was performed. Patient reportedly never achieved satisfactory outcome following implantation. Negative for infection or loosening so presumed sensitivity to metal head responsible. No metallosis noted during revision.